Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The bwi product analysis lab received the device for evaluation on 19-jun-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with vizigo sheath and observed blood coming out of the valve and air inside the valve. During the procedure, there was an issue with the vizigo sheath, especially with the valve of the sheath. When the physician removed the catheter, there was blood coming out of the valve. In addition to that issue, the physician noticed air inside the valve. It was necessary to replace the sheath. No patient consequence. Additional information was received. The valve did not have any physical damage. The hemostatic valve did not dislodge inside the hub nor did it dislodge outside the hub. The brim cap / hub did not become detached from the sheath. Air did not enter the patient¿s body.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with vizigo sheath and observed blood coming out of the valve and air inside the valve. The device evaluation was completed on 25-jul-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that no damage was observed, and the hemostatic valve was observed in place. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. A back pressure test was performed, and no leakage or issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. There was no hemostatic valve leak or air backflow detected. The complaint was not duplicated, and it could not be confirmed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning stated in the IFU: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initially in the 3500a initial the device was reported as vizigo / d4. Catalog: d138502 / lot #: unknown. Additional information was received on 02-jul-2025 updating the device information to vizigo / d4. Catalog: d138501 / lot # 00002738. Therefore, updated d1. Brand name, d4. Lot, d4. Catalog, d4. Expiration date and d4. Primary UDI number, since the reported device (vizigo / d4. Catalog: d138501 / lot # 00002738) had not been received, noted corrections to the 3500a initial under d9. Device available for evaluation?, d9. Is device returned to manufacturer? And d9. Date device returned to manufacturer. -d9. Device available for evaluation? Should have been processed as ¿no¿ instead of ¿yes¿. -d9. Is device returned to manufacturer? Should not have been checked. -d9. Date device returned to manufacturer should have been left blank. In addition, in the 3500a initial under h11. Additional manufacturer narrative, should not have included, ¿the bwi product analysis lab received the device for evaluation on 19-jun-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿ the bwi product analysis lab received the vizigo / d4. Catalog: d138501 / lot # 00002738 device for evaluation on 02-jul-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 23-jul-2025, the 3500a follow-up under h2. If follow-up, what type? Should have included "correction". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).